Event description:
Bayer case number: (B)(4). Abdominal pain [abdominal pain]; deterioration of general condition with chronic tiredness [reduced general condition]; deterioration of general condition with chronic tiredness [chronic fatigue]; sleep difficulties [difficulty sleeping]; attention disorders [attention concentration difficulty]; memory [memory disturbance]; muscle joint pain [arthromyalgia]; weight gain [weight gain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 09-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 44 year-old female patient who had essure inserted (lot no. D46950) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced abdominal pain (seriousness criterion medically important), general physical health deterioration ("deterioration of general condition with chronic tiredness"), fatigue ("deterioration of general condition with chronic tiredness"), insomnia ("sleep difficulties"), disturbance in attention ("attention disorders"), memory impairment ("memory") and arthralgia (" muscle joint pain") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to general physical health deterioration, fatigue, insomnia, disturbance in attention, memory impairment, arthralgia, abdominal pain or weight increased. The reporter commented: period of occurrence: 2017 for the first symptoms - significant worsening since late 2018. Patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain], deterioration of general condition with chronic tiredness, [reduced general condition], deterioration of general condition with chronic tiredness, [chronic fatigue], sleep difficulties, [difficulty sleeping], attention disorders, [attention concentration difficulty], memory, [memory disturbance], muscle joint pain, [arthromyalgia], weight gain, [weight gain], case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-jan-2025. The most recent information was received on 15-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 44 year-old female patient who had essure inserted (lot no: d46950) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2017, she experienced abdominal pain (seriousness criterion medically important), general physical health deterioration ("deterioration of general condition with chronic tiredness"), fatigue ("deterioration of general condition with chronic tiredness"), insomnia ("sleep difficulties"), disturbance in attention ("attention disorders"), memory impairment ("memory") and arthralgia (" muscle joint pain") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to general physical health deterioration, fatigue, insomnia, disturbance in attention, memory impairment, arthralgia, abdominal pain or weight increased. The reporter commented: period of occurrence: 2017 for the first symptoms - significant worsening since late 2018. Patient¿s current status: not specified. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88 kg. Batch no: d46950, expiration date:2018-01-28, manufacture date:2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-jan-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.